Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed multiple to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 261 mg/dl to 400 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.